Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of his hip implant, thereby, negatively affecting his ability to perform activities of daily living. Additionally, metal ions and particles have been released into patients blood, tissue and bone surrounding the implant. Patient will likely need to undergo revision surgery. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
(B)(4).